Manufacturer narrative:
The subject device was not returned to omsc but was returned to sorc for evaluation. Sorc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it was presumed that the reported phenomenon was attributed to insufficient reprocessing or the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the foreign material was clogged in the air/water nozzle. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.